Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported e315 error issue was found to be the result of corrosion of the scope connector due to a water leak, however, the root cause of the water leak could not be determined. The event can be prevented by following the instructions for use section which state: caution ¿¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage¿. Olympus will continue to monitor field performance for this device.

Event description:
There were no procedural delays.

Manufacturer narrative:
This report is being supplemented, to provide additional information provided by the customer.

Event description:
The olympus field service representative reported (on behalf of the customer) that the evis eus ultrasound bronchofibervideoscope had an error e315 (non-compatible endoscope). The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to corrosion of the scope connector, the e315 error occurred. The additional evaluation findings are as follows: the insulation resistance between the evis connector and ultrasound connector did not reach the standard value due to damage to the ultrasonic cable sheath, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, switch #2 was not functioning due to corrosion of the switch box, there was a scratch on the image due to breakage of the charged coupled device unit, there was a shadow on the image due to a broken charged coupled device unit, there was corrosion due to water leakage in the control unit, the universal cord was discolored, and the scope connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.